Event description:
It was reported that the user experienced low blood glucose while off the ilet pump for about a week due to supply complications, then corrected the hypoglycemia with oral glucose and was assisted in reconnecting once supplies arrived. Symptoms included hypoglycemia. Outcomes included resolution of the low glucose with oral carbohydrate and completion of troubleshooting and education. Investigation included a review of the event details and user guidance on reconnection. Investigation of this case revealed no device malfunction identified and that the event occurred while the user was not on therapy, with successful mitigation through standard oral glucose intake and subsequent device reconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.